Event description:
It was reported the light source had a e200 error due to damaged turret. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the facts obtained from the investigation, as the phenomenon was reproduced at the inspection by the repair department, it is presumed that e200 occurred due to damage of turret. Olympus will continue to monitor field performance for this device.